Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could reproduce the reported event that the clv lamp error (e103) occurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure, a clv lamp error (e103) occurred. And the main lamp did not light. The user restarted the subject device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Further evaluation of the device confirmed the followings; no abnormality was found inside the device. As a result of replacing the power supply unit, the problem was solved. The device was manufactured about 7 years ago. The exact cause of the reported event could not be conclusively determined, however there is possibility that this phenomenon that clv lamp error (e103) occurred and the main lamp did not light is attributed to the defect of the power supply unit. The defect of the power supply unit may have been caused by the aging. If significant additional information is received, this report will be supplemented.